Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The caller, with assistance from technical support, removed the pump from the case, inspected and cleaned the pneumatic tap area, and attempted to load a new cartridge. Although the initial attempt to load the cartridge was unsuccessful, technical support helped the caller fill and load a new cartridge successfully, allowing them to resume insulin delivery.